Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 365 mg/dl. The customer was treated with intravenous insulin. The customer had removed the insulin pump prior to the hospitalization due it having not worked properly for two days.